Manufacturer narrative:
Section d4: corrected primary unique device identifier number.

Manufacturer narrative:
Section h6 - updated codes for investigation findings and conclusions to reflect the resolution of the complaint investigation. Section h10 update - upon investigation of the actual device used in this incident it was determined that the reported issue could not be reproduced. The system functioned as intended.

Manufacturer narrative:
Investigation pending, a supplemental report will be submitted when the investigation process is complete.

Event description:
It was reported by the customer that a pyxis anesthesia es system displayed an error message after a user attempted to remove medication. The user placed their fingerprint in the biometric scanner and afterwards received a message stating that medication could not be dispensed that cancelled the transaction. The user confirmed that they were able to successfully remove medication by logging out and logging back in. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: a1, d1, d4, d5, e3, h6, h10, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 07-nov-2021 to 07-nov-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device displayed an error message after a user attempted to remove medication. The user placed their fingerprint in the biometric scanner and afterwards received a message stating that medication could not be dispensed that cancelled the transaction. The user confirmed that they were able to successfully remove medication by logging out and logging back in. Informed customer that agent can dial in to retrieve the medapp log on the background without interrupting or taking down the station the system was functional as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a bd pyxis anesthesia es system displayed an error message after a user attempted to remove medication. The user placed their fingerprint in the biometric scanner and afterwards received a message stating that medication could not be dispensed that cancelled the transaction. The user confirmed that they were able to successfully remove medication by logging out and logging back in. There were no adverse events or injuries reported based on this incident.